Event description:
It was reported that the cross arm break on the 9800 system would not hold. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The cross arm break was replaced during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4)